Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the site powered up the system, they received an error 64, and then it starting running through a startup script. There was a bootup error. Technical services (ts) had the site power off system, unplug from wall, hold power button for 5 seconds, then power it back up. The system booted up. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: concomitant product section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0 h6: multiple annex a codes were coded for this event. A1102 was coded for error 64. A110201 was coded for the boot up error. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: software logs were not available for analysis. There was insufficient information to determine that cause of the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.